Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg). Boluses were delivered to address bg. Customer was a new user to the pump and was "still getting use to it". Customer did not realized bg was elevating. Customer confirmed that the pump settings were correct.